Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that medtronics was contacted by them and they followed instructions and turned device on. Symptoms had been resolved. Patient weight was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that urinary symptoms had returned and they were not feeling stimulation. The patient stated that the symptoms returned after going to an amusement park. They had to walk through something and a wand was used on them. Reviewed that the patient could increase stimulation and see if that helps to resolve the issue. No stimulation and a return of bladder symptoms were reported. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.